Event description:
(B)(4).

Manufacturer narrative:
Document review: gmk fixed ps tibial insert size 3, 17 mm. Code 02.07.0317psf / lot 104110(B)(4): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the infection is device related.